Manufacturer narrative:
Concomitant medical product: 407645 lead implanted: (B)(6) 2004.

Event description:
It was reported there were high right ventricular (rv) lead thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.